Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the oxygen (o2) sensor on an 840 ventilator was giving low readings. The ventilator was not in use on a patient at the time the event occurred.